Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. However, contacted reported that customer did not test blood glucose (bg) level, but stated that bg level was impacted. The bg level was addressed with a manual injection and exercise. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.